Event description:
It was reported that sometime post stent placement procedure, the patient allegedly had muscle spasms and sciatica since placement. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post a stent placement, the patient allegedly had muscle spasms and sciatica since placement. It was further reported that the sciatica was treated with pain medications, physical therapy for three years, facet joint injection, iliolumbar ligament injection and nerve pain medication. The current status of the patient is reported to be unable to walk with or without a walker due to pain.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not returned for evaluation and nor image or medical reports were provided. It was not known whether the patient was allergic towards the stent material; medical reports were not provided, and a device deficiency was not available. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The product is contraindicated for patients with a known hypersensitivity to nitinol (nickel-titanium) and tantalum. 'Allergic/anaphylactic reaction', and 'pain' were found mentioned as potential complication and adverse event. H10: d4 (expiry date: 07/2022), g3. H11: b3, b5, d4 (medical device lot number), h1, h6 (patient, method). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.